Event description:
Plate removal due to plate breakage.

Manufacturer narrative:
Pt had rib fracture non-unions due to a motocross trauma. On (B)(6) 2011, the surgeon plated one of the non-unions that was significantly displaced. The plate was reported broken was removed on (B)(6) 2012. The four screws that had been installed with the plate were also removed. The fracture non-union was re-plated. Under investigation, f/u report with eval codes will be provided.